Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4281796. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
On (B)(6) 2025, during routine pre-infusion withdrawal from a patient's indwelling catheter, a nurse discovered numerous bubbles within the diaphragm needle tip. The needle tip was immediately discarded and replaced with a new, diaphragm, needleless, closed-loop infusion connector. The patient's condition was not affected. No further explanation was provided.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.